Event description:
It was reported that something wrong with the front right caster of the unknown power chair. Chair is a few years old, and has not been used in the last few years. End user states the front right caster will not move at all, it just goes to the left when in use.